Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she had a no delivery alarm on the insulin pump. Customer stated that she changed the set 9 times today and 4 times it said no delivery. Customer's blood glucose was 317 mg/dl. Customer treated with a manual injection of 5 units. Customer stated that they do have a back-up plan. Customer treated with the pump and a manual injection. Customer stated that they are not feeling great but are starting to feel a little better. Customer stated that the alarm was resolved by a complete set change. Customer does not want to return the set or reservoir for analysis. Customer stated that a couple times, the cannula was bent and other times it was straight. Customer stated that her blood glucose has been 400 mg/dl all day and yesterday she was perfect. Customer declined troubleshooting for high blood glucose. Customer stated that she will monitor her blood glucose.